Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned to olympus for evaluation, the failure could not be identified. Therefore, the root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not included on the initial medwatch. Also, additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a laparoscopic gastrectomy while using the visera elite video system center, the monitor suddenly shut down and disappeared. A scope communication error (b30) was displayed on the screen. The user pushed the video connectors up/down/left/right and reconnected multiple times but the error did not resolve. Both sides of the scopes electrical contacts were wiped with alcohol but the problem still persisted. There was not another scope available, so the operation was shifted to laparotomy. The procedure was successfully completed without any delay beyond the expected time frame. As of the day after the surgery, there were no health problems. It was noted that there was not an inspection of the device before use and the system/monitor was used at least once a week, and the scope at least once every two weeks. This event requires two reports. Patient identifier (B)(6) is for the endoeye flex deflectable videoscope. Patient identifier (B)(6) is for the visera elite video system center (this report).